Manufacturer narrative:
The event occurred in the us. This complaint was opened out of the cardiohelp complaint ot #(B)(4) which was submitted under mfg#8010762-2024-00224. The cardiohelp complaint ot #(B)(4) was identified and confirmed by the getinge sales and service unit (ssu) as a duplicate entry to complaint ot #(B)(4), reported under mfg #8010762-2024-00236. All further actions regarding this event involved cardiohelp device will be handled in complaint ot #(B)(4). It was reported that the cardiohelp spontaneously went into retrograde flow, zero flow mode did not activate, pven -276, pump speed reduced to zero rpm. No apparent defect in disposable. Disposable will be returned for further inspection. Patient required CPR for ~5 minutes before support was reestablished on same cardiohelp after a reset and cable check. Pump has been put out of service and will be investigated by getinge technician. The affected hls set was investigated in the getinge laboratory on (B)(6) 2024 with following conclusion: no malfunction could be confirmed. A functional test was performed and the affected product functioned as expected. A medical review was performed by getinge medical affairs on (B)(6) 2024 with following conclusion: the sparse complaint narrative describes a pump stop during an undisclosed form of extracorporeal support, likely in a veno-arterial configuration, presumably occurring on the (B)(6) in the early morning between 03:32 and 04:10 a.m. This is based on the information obtained describing the pven to have read -276 mmhg. It was reported that the emergency drive was used for about 5 minutes and that the patient required immediate cardiopulmonary resuscitation which resulted in several broken ribs. The questionnaire sent to the customer went unanswered, despite several attempts by the ssu to gather more details regarding the event. The service technician inspecting the cardiohelp conducted a test-run of the unit for ¿over a month¿ and no errors or stops occurred. The unit was cleared and returned to the customer. The investigation of the complained hls-disposable could not identify a technical cause for the reported event. An analysis of the service and user log-files finds the logged events on the (B)(6) to correlate to the reported event. At 03:32:09 the unit was manually unlocked and the pven limit changed at 03.34:56 and again at 03:43:13. The entered limits are unknown. Pump stops prior to the logged backflow have been logged at 03:57:12, lasting 0 seconds and at 03:57:15, lasting for 3 minutes 43 seconds, before the pump was started again. Simultaneously to the pump start at 04:00:58, the logs show the disconnection of the pressure and temperature sensors, likely due to the disconnection of the hls-sensor cable, indicative of the hls-module being transferred to the emergency drive as at the same time a pump disposable error is logged. This is followed 19 seconds later by a pump disposable error, and again 5 seconds later followed by an alarm for backflow prevention. This sequence of events may be indicative of the hls-set being removed from the console without the clamping of the arterial or venous line, possibly to employ the emergency drive. The duration of the entire episode correlates to the reported use of the emergency drive for about 5 minutes, further corroborated by the duration of the global override. The report that the zero-flow mode did not trigger may be difficult to evaluate, as it seems that the hls-module was disconnected from the cardiohelp unit when the negative flow was detected at 04:01:22. The repeatedly logged pump stops prior to the alarm are not triggered by an intervention and may have been done during a patient evaluation, possibly connected with the reported pven of -276 mmhg. A pven of -276 mmhg may be the result of hypovolemia, as the pven limit has been adjusted twice around the same time. High negative pressure, seen as suction events, can cause such venous pressure excursions in closed circuits. Another contributing root cause of a high negative pressure may be a kinked venous line which may cause similar effects. A static cause such as a thrombus in the venous canula seems unlikely, as the same hls-set was used after the event. It is unclear whether the complaint of a pump stop was intended to be either rpm being zero or a pump flow of zero. It is assumed that pump-stop refers to the rpm being zero, but it could also be conceivable that the blood flow was zero, which may be explained by a high negative pressure as reported. No clear root cause for the reported pump stops is apparent from the complaint narrative or from the correspondence. The clinical sequence of events cannot be reconstructed without further information. The pump stops between 03:57:12 to 04:00:58 may have been user induced to resolve the high negative pressures in the venous line by intentionally reducing the pump rotations and by that reduce the suction exerted by the pump. A causal correlation between the reported event and the cardiopulmonary resuscitation of the patient could not be safely established. The reported harm of broken ribs is conclusive with the patient undergoing cardiopulmonary resuscitation and is a known occurrence in (B)(4) of patients undergoing mechanical resuscitation. These patient population has a higher incidence of complications, potentially impacting the outcome. The management of broken ribs after resuscitation is commonly handled non-interventionally, but active repair is also possible. Without further knowledge about the therapy course of the patient no conclusive evaluation is possible. The narrative reports that the patient required immediate CPR upon pump (or flow) stop, which may have been indicative of dependency on veno-arterial support. Additionally, the patient was resuscitated by use of the emergency drive. However, the outcome of the patient is not known from the complaint narrative (post event). In conclusion: no definitive root cause or correlation of the reported pump stop and the cardiohelp could be established from the available information. In reference of the current IFU for disposables the following is stated in chapter ¿safety instructions for the oxygenator¿: incorrect installation of the hls module advanced can lead to device malfunction. This can endanger the patient. The following is stated: - use the device only together with the device cardiohelp-I. - install or remove the device only when the pump of the cardiohelp-I is at a standstill (0 rpm). - ensure that the device is fitted onto the device correctly and securely fixed, to eliminate the risk of magnetic decoupling between the drive and the centrifugal pump. Based on the investigation results no malfunction of the disposable could be confirmed. According to the final test results, the modul with lot#3000354121 passed the tests as per specifications. Production related influences are unlikely. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: the affected cardiohelp-I will be investigated in complaint#(B)(4). No UDI number has been included in the section d4 unique device identifier (UDI) since the lot number of the affected set could not be exactly determined, only the lot number of the module is available. Since the module is built into more than one set, the exact UDI number for the set is not available. However, the device identifier (di) for the module is (B)(4).

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in the us. This complaint was opened out of the cardiohelp complaint ot #(B)(4) which was submitted under mfg#8010762-2024-00224. It was reported that the cardiohelp spontaneously went into retrograde flow, zero flow mode did not activate, pven -276, pump speed reduced to zero rpm. No apparent defect in disposable. Disposable will be returned for further inspection. Patient required CPR for ~5 minutes before support was reestablished on same cardiohelp after a reset and cable check. Pump has been put out of service and will be investigated by getinge technician. More information about the involved hls set are requested but still pending. Complaint ID: (B)(4).